Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including a surgical lead, on (B)(6) 2011. Within the first 24 hours post-operative, the patient reported he could not feel his legs. The system was immediately explanted and not replaced. During the explant, it was noted the patient had developed an epidural hematoma. The explanted product was retained by the facility. Follow up on the patient four days post-operative found the loss of feeling in his legs had not yet resolved.